Manufacturer narrative:
Two unused samples in sealed packages were returned for evaluation. A visual analysis revealed that the packages were fully sealed with no seal damage. A penetration test was performed and the samples met manufacturing specifications. A review of the device history records revealed no irregularities for all of the previously reported potential lot numbers 4205340, 4205291, 4205295, and 4282294. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples met manufacturing specifications and the manufacturing review revealed no irregularities.

Manufacturer narrative:
There are two potential catalog numbers and four potential lot numbers for this incident. They are as follows: cat # 393237 / lot # 4205340 ¿ expiration date: 7/31/2017. Cat # 393232 / lot # 4205291 ¿ expiration date: 7/31/2017. Cat # 393232 / lot # 4205295 ¿ expiration date: 7/31/2017. Cat # 393232 / lot # 4282294 ¿ expiration date: 9/30/2107. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. A review of the device history records revealed no irregularities during the manufacture of the potential lot numbers 4205340, 4205291, 4205295, and 4282294. Upon completion of the investigation, a supplemental report will be filed. Device not returned to manufacturer.

Event description:
It was reported that a patient complained of severe pain at the insertion site where a bd venflon pro IV cannula was used. The IV was removed and severe purulent drainage was detected. The patient underwent an I & d surgery, was placed on antibiotics, and was discharged from the hospital after three days. The patient then returned to the hospital with an additional formation of purulent drainage and was readmitted to the hospital. Additional information regarding the patient's rehospitalization was not reported.